Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to implant permanent leads on (B)(6) 2020. During the procedure, the physician was unable to implant the leads due to scar tissue. As a result, the procedure was abandoned.

Manufacturer narrative:
No device information is available due to no device was used in the procedure.

Event description:
Existing leads were explanted (MFR # 1627487-2020-02512 & MFR# 1627487-2020-02513) and were to be replaced with a 60cm penta lead. The physician performed a laminectomy and then prior to opening the replacement penta lead determined he would be unable to implant said lead due to excessive build up of scar tissue. A replacement lead was not implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.